Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and repair measures. Dräger reached out to the contact person named in the ufr but no additional details in regard to the event could be obtained. A case specific evaluation is not possible.. In fact, it can even not be understood if just the ventilation had stopped, if the device fully shut down or if there was no malfunction at all. Based on experience, users often perceive situations in which no noticeable flow is detected at the patient opening as ventilation stops but a large leak in the patient circuit may indeed be the root cause. The device is seventeen years old and not under service contract, the status of preventive maintenance and repairs is not known to dräger; the product's useful life is exceeded by far. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state. Finally, the reported observation may be related to component malfunction, use error, applicational aspects or a combination of these factors, a differentiation is not possible since the few details in the ufr were the only source of information. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device stopped operation during a surgical procedure. As per report, the patient was immediately connected to another device, and no health consequences were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.